Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
During preparation for an embolization procedure, it was noted that the neuron max 6f 088 long sheath (neuron max) became damaged at the distal tip when removing the mandrel. The damage was identified prior to use. Therefore, the neuron max was not used in the procedure.

Manufacturer narrative:
Results: the distal tip of the neuron max was damaged. The distal 4.0 cm of the neuron max was flattened. Conclusions: evaluation of the returned neuron max revealed distal atraumatic tip damage. The packaging mandrel was returned loose within the product box and was not properly adhered to the neuron max packaging card. If the packaging mandrel becomes unsecured from the packaging card during removal, the packaging mandrel may be retracted into the packaging tube. This interaction may cause the tip of the neuron max to become pinned between the packaging mandrel and packaging tube. If the neuron max is subsequently retracted, the distal tip may become damaged. Further evaluation revealed the distal length of the neuron max was flattened. This damage was likely incidental to the reported failure and may have occurred during further handling post-procedure or packaging for return to penumbra. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.